Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient had a device check/in-office visit. Information received indicated that the rv lead was deactivated at the hospital. The shocks received were inappropriate shocks due to rv lead fracture. The alleged alert tone was identified as due to the rv lead fracture.

Manufacturer narrative:
Continuation of d10: dtma1d1 crt-d implanted: (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they began experiencing shocks. They went to the hospital and their device was checked and was told their that it was likely the "lead wire" that caused the "shocks". The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.